Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level (370 mg/dl). The customer stated that the cause was due to a miscount of carbs for a meal. The customer delivered a bolus with the pump to manage bg level.